Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient hasn't ever had the stimulator adjusted. The patient is having issues. It hurts where the battery is. If they turn to the right or walks it hurts. The pain started a week ago. The patient talked to the doctor and they told them to first try adjusting it and if that didn't resolve the issue they would have the manufacturer representative (rep) come to the office. Patient hasn't had any falls or accidents. Patient said they had an x-ray. Checked patients current settings and they were on program 1 at 1.4 volts. Patient could feel the stim in the vaginal area on this program. They tired switching to program 2 at 1.4 and felt the stim in the butt cheek. Patient changed to program 3 and felt it in the leg. Switched to program 4 and they could feel the stim below the battery. Patient switched back to program 2 at 1.4 volts. Told caller to monitor symptoms to see if they improve over the next couple days. Told caller to follow up with their healthcare professional (hcp).